Event description:
It was reported that the patient has alzheimer¿s and does not comply with movement restrictions for tha. She continuously dislocates and the surgeon decided to revise to a constrained liner. There are no medical records available.